Event description:
It was reported that dissecting tool broke during craniotomy procedure while turning flap. The broken piece was removed without difficulty and the procedure was completed with another tool. Dr. Also stated to the sales rep. That the breakage was caused by the way the tool was being used. There was no patient impact and no significant delay. The tool will be returned for evaluation.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received fractured from the tip. Additionally, fraction location consistent with distal portion constrained in bore or kerf when side load applied. The likely cause was identified as tool had bending load applied when not rotating and fractured. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." We will continue to track and trend this complaint type. (B)(4).